Event description:
It was reported that balloon detachment and perforation occurred requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following a rotational atherectomy procedure, a 6.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 1 minute, the center part of the balloon ruptured which caused the balloon to split in half and came detached from the balloon catheter which made a small perforation in sfa with mild bleeding. The balloon was fully deflated for 30 seconds and was pulled out. It was realized that half of the balloon was still inside patient. A snare was used to capture, and removed the detached device fragment completely. Ballooning and stenting over the area of perforation were performed to address perforation and completed the procedure successfully. The patient status was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 90cm from the tip. The guidewire lumen is separated 138.8cm from the hub and 3mm from the tip. There is a piece of the guidewire lumen that measures approximately 26.7cm long. The proximal marker band is missing. There is buckling to both ends of the separated guidewire lumen piece. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found confirmed the reported separation.

Event description:
It was reported that balloon detachment and perforation occurred requiring additional intervention. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Following a rotational atherectomy procedure, a 6.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 1 minute, the center part of the balloon ruptured which caused the balloon to split in half and came detached from the balloon catheter which made a small perforation in sfa with mild bleeding. The balloon was fully deflated for 30 seconds and was pulled out. It was realized that half of the balloon was still inside patient. A snare was used to capture and removed the detached device fragment completely. Ballooning and stenting over the area of perforation were performed to address perforation and completed the procedure successfully. The patient status was good post-procedure.